Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety syringe. The customer states that the needle is detaching from the syringe. The needle is detaching in the customer's arm. The customer pulled the needle out with her fingers there wa no medical intervention required. The customer further stated that this is the second time it has occurred.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.